Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2005; product ID: 419488 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia). The rv lead exhibited undefined high pacing impedance and oversensing/noise. The patient received an inappropriate shock due to rv lead noise. The rv lead was programmed off and remains in use. No further patient complications have been reported as a result of this event.